Event description:
In 2002, a pt was brought in after suffering a coronary attack. Pt was placed in critical care unit. Cook radial artery catheter was placed without difficulty. However, when respiratory therapist aspirated blood from the catheter, air bubbles appeared in the syringe. Removal of bandage showed catheter had separated from hub. Due to critical condition of pt, nothing was done at that time, although the family was notified of separation. Three days later, after pt was stabilized, surgery was performed for removal of catheter. No apparent injury was noted to the hand. Upon investigation, users noted the kit had expired 9/2001. Users were not aware of this expiration date until after event.